Event description:
It was reported that the event date was (B)(6), 2012.

Event description:
The physician intended to implant an endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. It was reported that the stent dislodged from the delivery system prior to crossing the lesion. The patient underwent open heart surgery to remove the dislodged stent. No other clinical sequelae were reported to date.

Manufacturer narrative:
Evaluation, results: (root cause of reported event cannot be determined based on limited information); inherent risk of procedure (stent embolism). (B)(4).